Event description:
On (B)(6) 2010, pt had an acl repair in which a tibialis anterior cruciate ligament allograft was used. Pt began experiencing pain and swelling. Knee aspiration was performed demonstrating large amount of cloudy fluid. Testing was obtained to include cultures with no microorganism seen. She was aspirated several times and was started on cipro. She continued with pain and swelling and was admitted for surgical intervention on (B)(6) 2010. Per surgeon, during surgery, it was noted that the graft was frayed and looked bad from intraarticular viewpoint. The graft was removed as well as the pins. Cultures of graft and tissue were performed with no growth noted. Pt received empiric antibiotic therapy with concurrence of an ID physician. Md assessed problem to be an immune response to tibialis allograft versus intraarticular infection, late. Possible product problem mentioned: therefore, reporting is being done to FDA.